Manufacturer narrative:
The reported issue was confirmed. During the laboratory evaluation the roller pump enter "overspeed 1" everytime the forward buttons were pressed because of a defective motor. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump started having an "overspeed" error several times during the case. The device was not changed out, as they completed the case with only one table sucker. After the case, they were able to change out the primary sucker pump to accommodate dual 1/4" tubing boots. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: according to feedback from the perfusionist (ccp), the sucker roller pump stopped multiple times during cpb and an overspeed alarm message was posted. There were two pumps set up for suction, so they stopped using this pump and continued to use the second sucker pump for the remainder of the procedure. They used one sucker for the rest of the case and no clinical issues were observed. A loaner pump was ordered and while waiting for its arrival, they will use two tubing segments in the one sucker pump to be able to offer two separate sucker lines. The case was completed successfully without delay and without associated blood loss. There was no harm observed.